Event description:
The event was reported from the painfree/protecta clinical study and was adjudicated to be due to the implant procedure. The patient was transferred to the hospital due to recurrence of the implantable cardioverter defibrillator (ICD) therapy. Follow up information was received and indicated that the device was reprogrammed and medications were added. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.